Event description:
In 2002, the patient sound processor was reportedly not functioning. The patient exchanged external hardware. However, the reported problem was not resolved. The next month, the patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning.